Event description:
Since having lasik in 2005, I have had persistent severe dry eyes, trouble seeing at night, decreased depth perception, and sensitivity to sunlight. Also my vision has deteriorated to 20/50. Custom lasik, 2005 - not sure what day in - I received the lasik. Date of use: 2005. Diagnosis or reasons for use: vision correction. Event abated after use stopped: no.